Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. The customer reported something may have held the button down. The customer's blood glucose level was 331 mg/dl, which was addressed with a manual injection. Tandem technical support educated the customer to keep items from pressing the button and the customer acknowledged.